Event description:
The following was reported to hamilton medical ag: there is one device need to replace a qo2 sensor, we install our brand new stock part on the device, when we did the tsw, the device showed 431009. No patient harm was reported. Clarification from hamilton medical ag: according to the event log the device showed the first high priority alarm te 231013 (qo2 defect) on (B)(6) 2023 17:29:26. The user then continued using the device although the user manual suggests to remove the device from the patient. Te 231013 appeared several times for a few seconds while the patient was ventilated.

Manufacturer narrative:
Case is under investigation. Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction led to an inoperable ventilator. The root cause is a malfunction of the flow sensor air. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamiton medical ag: there is one device need to replace a qo2 sensor, we install our brand new stock part on the device, when we did the tsw, the device showed 431009. No patient harm was reported. Clarifiction from hamilton medical ag: according tot he event log the device showed the first high priority alarm te 231013 (qo2 defect) on (B)(6) 2023 17:29:26. The user then continued using the device although the user manual suggests to remove the device from the patient. Te 231013 appeared several times for a few seconds while the patient was ventilated.